Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was successfully treated with a 32 mm diameter endurant cuff sixteen months post index procedure. The proximal type I endoleak was ballooned; however, the right renal was intentionally partially covered by 1-2 mm in order to get a good seal. The proximal endoleak was resolved. A distal type 1 endoleak (ipsi side) was also noted. This was successfully treated with an 84 x 84 endurant iliac limb. No additional clinical sequelae were reported and the patient is fine. (Ref pt. Identifier (B)(6))

Manufacturer narrative:
Results: occlusion of vessel, disease progression; short proximal neck. Conclusion: disease progression; short proximal neck.